Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 133 mg/dl. Customer stated that critical pump error was display on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The pump powered up properly after the battery installation. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No critical pump error alarms were noted during testing. However, the pump was received with high sleep current at .20 amps due to a corroded electronic assembly. The battery tube was received with traces of corrosion. The pump had minor scratches on the lcd window and case.